Manufacturer narrative:
(B)(4):the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the balloon was inflated past the rated burst pressure.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a mildly tortuous and moderate to severely calcified proximal left anterior descending artery. A non bsc stent was placed in the left anterior descending artery. During post dilatation the 3.25x15mm quantum maverick balloon was used to inflate. On the first inflation the balloon was inflated to twenty four atmospheres. On the second inflation the balloon was inflated to twenty three atmospheres and ruptured at twenty four atmospheres. The balloon was removed intact. The procedure was completed with this device. That patient status is listed as fine with no complications.